Manufacturer narrative:
(B)(4).

Event description:
It was reported that the healthcare professional was reading a post-op report and it indicates the patient had a revision done due to dysfunctional battery, extension, and paddles. The revision was done in (B)(6) 2014.

Manufacturer narrative:
Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3998, lot# j0406290v, implanted: (B)(6) 2004, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37742, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient felt a shocking and jolting sensation on (B)(6) 2014. It was noted that the patient associated this with their implantable neurostimulator (ins) replacement as it was coming up on 9 years and turned off the stimulation at this point. It was also noted that the patient experienced less than 50% therapy relief in the right lower extremity during the event. While reprogramming the patient, it was noted that they did have coverage in the areas they needed, however, high impedances (>3600 ohms) were seen on 4 of the 8 electrodes. Diagnostic testing and troubleshooting that were performed included impedance testing, x-rays, and reprogramming. It was reported that the patient¿s ins was to be replaced and the impedances were going to be checked during the surgery to determine what is appropriate to replace. The patient status at the time of report was noted as ¿alive ¿ no injury¿. Follow up information received 3 days later reported that the cause of the high impedance and shocking issues were unknown. It was also unknown if there were any lead fractures. It was noted that reprogramming was helpful but did not resolve the high impedance issue. No date had been set for the replacement surgery. If additional information is received, a follow up report will be sent.